Event description:
MDR decision date: (B)(6). Injury alleged. Malfunction alleged. Consumer alleges that the bracket that hold the rail is bent. Consumer also alleges that there is a piece on the side of the rail is cutting her father on his causing skin tears. He has an injury on both legs. The railing doesn't hold up anymore and keeps falling down. When they go to move father around bed moves around with two wheels locked. MDR filed.